Manufacturer narrative:
Arjo was informed about an incident with the arjo passive tenor floor lift and non-arjo sling involvement. It was reported that while a patient was being transferred from a bed to a wheelchair the straps of the sling ripped off from the lift and the patient fell to the floor. The patient was taken to the emergency room and was given an oxycodone pain medication and muscle relaxant. The patient returned to the facility the same day. Following the information provided, the patient had pre-existing vertebrae compression fracture. An arjo representative conducted the device inspection after the event. The service technician confirmed the reported non-arjo sling malfunction. Arjo tenor floor lift was inspected and no malfunction was found, no sharp edges on spreader bar or other malfunctions that could cause the sling to start ripping. The operating and product care instructions for the tenor passive floor lift (document number: thl25808m-en) in the "safety instructions" section contains the following warning: "warning: when using the tenor, only use the slings as described in the list on page 5." On the 5th page of the document in the "bariatric slings guidance" section there is the list of the slings that can be used with the tenor passive floor lift as a system for a patient transfer. The non-arjo sling that was used with the lift when the incident occurred is not on the indicated list. Based on the all information obtained during the course of this investigation, we cannot establish the cause of the non-arjo sling malfunction. We can only state that non-arjo sling was used with arjo lift, which is not in accordance to product instruction for use. To conclude, the arjo passive tenor floor lift and the non-arjo sling were used as a system for the patient transfer, when the straps of the sling ripped off from the lift and patient fell to the floor and from that perspective the system did not meet its performance specification. The complaint was decided to be reported to competent authorities due to the indication of patient's fall.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about the incident with the arjo tenor floor lift and non-arjo sling involvement. It was reported that while a patient was being transferred from a bed to a wheelchair the straps of the sling ripped off from the lift and patient fell to the floor. After the incident, the patient was given pain medications and muscle relaxant. Following the information provided, the patient had pre-existing vertebrae compression fracture. An arjo representative conducted the device inspection after the event. The service technician informed that there were no sharp edges on the tenor spreader bar that could make the loop start ripping.